Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the event (power button not turned on) occurred due to the power button being stuck in the unit and the switch regulator becoming intermittently stuck. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the power switch was sticking due to a foreign substance between the power switch and the housing. The evaluation also found that there was cosmetic wear and tear of the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source power button was broken and was permanently stuck in. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the power switch was stuck inside the unit and the switch regulator also sticks intermittently. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.